Event description:
It was reported in an abstract titled (B)(4); that 54 cases of osteoporotic vertebral fractures/pseudarthrosis were treated with bkp (including clinical trial cases) and were investigated in this study (9 men, 45 women; mean age: (B)(6); 8 cases of adjacent vertebral fractures following spinal instrumentation were included). The levels treated with bkp were the thoracic spine (13 cases, t6-10), the thoracolumar spine (40 cases, t11-l2), and the lumbar spine (5 cases, l3-l5). In four of the 54 cases, bkp was performed at two vertebral bodies. The average follow-up period for patients was (B)(6) months. One patient experienced an infection (B)(6) days postoperatively and was immediately started on medication for the infection. The type of bone cement used was not reported in the literature.

Manufacturer narrative:
(B)(4) - (no known device problem). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.